Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump appeared to be running but was not delivering or alarming. They also stated that her daughter missed her overnight feeding. The initial reporter also stated that there was no medical intervention required as a result of the delay. She stated that her daughter was "doing okay" after the delay in her therapy. (B)(4).